Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that doesn't work. Make noise, and get very warm. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the buttons have not function and motor sticks. The values of the keypad were out of range. The motor was corroded and runs not constantly. The cable was damaged. The repair was declined; therefore, the device was not restored to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the handpiece device did not work, made noise and got very warm. During in-house engineering evaluation, it was determined that the motor was corroded. There was no procedure nor patient involvement reported. No additional information was provided.